Event description:
The user facility reports that when the physician was preparing for the procedure, he attempted to assemble the 10mm panta nail to the compression device; but the nail fixation axis which holds the nail into the compression device was not engaging the distal threads of the nail. A second nail of the same size and from the same lot was available that also did not engage. No patient contact was reported.

Manufacturer narrative:
This event was initially filed under manufacturer report number 9612007-2008-0006. In this report, the manufacturer's name, address and establishment number were not correct. A follow up report with corrections was filed. The product was returned for evaluation. The nails cannot be assembled with the compression device. The threaded holes of the nails are not correctly machined. The contract manufacturer has detected an incorrect position of the tool holder. The internal thread presents insufficient dept and may not allow the engagement of the threaded part of the compression device. A review of the manufacturing record found no anomalies during the manufacturing process. A two year historical review of the complaint management system showed that this incident has a complaint failure rate of 0.038%. Given the description of the event, the root cause is a manufacturing error. A recall for the affected lot e7xx was initiated in march 2008. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.